Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of his son (the patient) alleging that the pump's settings were erased after the device was downloaded. The reporter did not allege any harm or injury because of the reported issue. The reporter claimed that at 10:00 pm, the patient's bg level was at "202 mg/dl." At that time, the patient was given a bolus of 1.05 units without any issues. The pump was then downloaded using ezmanager and then reconnected to the patient. At 1:00 am, the patient's mother tested the patient's bg and a result in the "280 mg/dl" range was obtained. At that point, the reporter looked at the pump and noticed that the basal rate was set to "0u." The reporter claimed that the pump's basal settings were erased. Upon review of the pump, the reporter observed that the I:c ration, isf, bg target, and iob settings were incorrect. The reporter reprogrammed the pump with the correct settings. He denied that the patient had any symptoms. The patient was reportedly asleep. Also, according to the patient's mother, when she tried to print out graphs, there was information allegedly missing. The reporter denied that the pump had any power issues or was exposed to an x-ray, MRI, CT-scan, or other radiation/magnets. He mentioned that the pump's date and time did not change. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a history/settings issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
Follow up #1 submitted: 11/30/2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.